Manufacturer narrative:
The insulin pump passed the displacement and rewind tests. Excessive no delivery alarm occurred during battery change due to faulty interface board. Intermittent button response on the esc and act buttons due to corroded keypad traces. The insulin pump was received with minor scratches on liquid crystal display window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump experienced unexpected restart alarms and her keypad was unresponsive. When she tried to give herself a bolus, she noticed her buttons on the keypad were not working. She changed the batteries and saw the unexpected restart alarm. Her blood glucose level was reported to be 243 mg/dl. She took an insulin injection to lower her blood glucose level. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).